Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation (mr) and suspected tissue injury. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was challenging during the procedure due to the shadowing caused by a previously implanted annuloplasty ring on the mitral valve. However, two mitraclips were successfully implanted reducing the final mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. On 21 april 2022, transesophageal echocardiogram (tee) images were reviewed, and it was noted that the patient¿s mr increased to a grade of 3. There is a suspected torn chord or leaflet distortion that is causing the residual mr. There are no reported device malfunctions; the implanted clips remain stable on both leaflets and treatment was not warranted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the patient effect of unspecified tissue injury could not be determined. Mitral regurgitation (mr) appears was due to the reported unspecified tissue injury. Mr and unspecified tissue injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The serious injury was results of case-specific circumstances. The reported challenging imaging appears to be related to procedural circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.